Event description:
Medtronic neurosurgery received a report that a CT scan on a (B)(6) male patient showed ventriculomegaly and a disconnected catheter, which resulted in the need for surgery. The user facility reported that the ventricular catheter was not retrieved from the ventricle during the surgery.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. On february 12, 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.